Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a battery life/power issue. The patient had a blood glucose of 400 mg/dl with extreme thirst. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported as the power issue was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: a "battery life" issue was not duplicated during the investigation. Black box shows evidence of eaw (B)(4) alarms on (B)(6) 2016. Eaw (B)(4) alarms are defined as post delivery motor power supply faults. Pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Cover crack observed between corner of display lens and case seal. Base crack also observed between case seal and keypad. Current draws within specifications. Leak test shows leaks at battery compartment crack and cover crack. Removed pump case. Evidence of additional moisture contamination inside pump on motor circuit and associated other electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.